Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Unable to verify button error alarm, backlight display anomaly, and display anomaly due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 142 mg/dl. After troubleshooting, display screen did return, however, customer was not able to clear alarm due to keypad anomaly. Customer also reported of being unable to turn off back light. Customer was advised that insulin pump would need to be replaced.